Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3998, lot# v111320, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
While the patient was recharging today she started to feel funny, she felt ¿juice going through her whole body.¿ it was clarified that ¿juice¿ referred to the stimulation. The patient did turn the stimulation off and most of the sensation subsided with the exception of her neck and right arm. The patient did fully recharge her device. The patient's health care provider (hcp) reported no information regarding this event. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.